Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead was not sensing or capturing appropriately. X-ray revealed that the lead had dislodged. On (B)(6) 2018 the lead was repositioned. Patient was normal before, during, and after the procedure.